Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated they change battery several times but the issue was not resolved. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black the customer alleged the insulin pump has blank display on january 21, 2022. The insulin pump passed displacement test, sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, low battery alert, power loss alarm, unexpected replace battery alert, or replace battery now alarm noted in the insulin pump trace download. History download was successful using thump. The insulin pump powered up properly after the test battery was inserted. The pump was monitored for 2 days. No blank display noted. The power connector was plugged in properly. No damage noted on the electronic assembly, motor or force sensor during visual inspection. The following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Blank display was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.